Manufacturer narrative:
Additional information was received from the field service engineer indicating that the user was utilizing a power strip to power the system resulting in inconsistent and/or intermittently inadequate voltage required to properly operate the device. The fse reported that the power supply and associated cable that were replaced as part of the service event were replaced due to normal component wear and tear. There is no malfunction identified related to the event. There was no death or serious injury reported related to this event. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and associated cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.